Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to a broken neck.

Manufacturer narrative:
After the initial report it was determined that this was a duplicate of an already reported MDR 3010536692-2016-01391 . Please void the initial report.